Event description:
It was reported that the pt developed an infection and it was under control. The healthcare provider confirmed that the pt experienced fever, redness, pain, swelling, drainage, and incisional wound opening. The primary location of the infection was at the device pocked and lead track. A culture was obtained from the device pocket and lumbar region. The type of organism was staph aureus. Oral antibiotics were administered. An incision was made at the wound location and it was drained. A drain was placed. The infection was resolved.